Event description:
It was reported that a leak at the patient (pt) connection occurred during priming for peritoneal dialysis (pd) therapy. The leak was observed before use. The reporter stated it was not a large amount of solution that leaked, just enough to be noticed. Nothing was visibly wrong with the cassette or package. The caregiver (cg) reported they started over with new supplies and priming was resumed. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.